Event description:
It was reported that the customer had high blood glucose levels of 457mg and 500mg/dl. It was also reported that the customer received a no delivery alarm during bolus. Customer's blood glucose level at the time 140mg/dl. Customer unable to perform troubleshooting at the time. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).